Manufacturer narrative:
Based on the initial report, varian's medical advisor was not able to render a medical evaluation on whether this event may have caused or contributed to a serious injury, or would be likely to cause or contribute to a death or serious injury if the events were to recur. Varian was unable to obtain further information on the event from the user, so the event was classed as an adverse event. The 4ditc console does not list plans in any set order - the user is expected to choose plans by the plan label rather than the order on the screen. A product improvement request for the device to preserve plan order throughout treatment events is in progress.

Event description:
The customer reported that the radiographers did not observe the patient's treatment plan order on the 4dtreat workstation. Therefore, the patients were setup incorrectly. The order of plans presented by 4ditc was different from the previous days order. The user did not choose the plans by label, but rather by order, and a plan was delivered at the incorrect location. This happened with two patients that had more than one isocenter plan. Patient misadministration was reported in this case. However, there was no patient data provided.